Manufacturer narrative:
(B)(6). Device evaluated by MFR.: synergy xd mr ous 2.75 x 38mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 15.7cm distal to the distal end of strain relief as well as multiple kinks. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05aug2022. It was reported that shaft break, kink and difficulty crossing lesion occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 2.75 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, it failed to cross the lesion and a kinked was noted in front of y-connector. When kink part was touched, it got separated. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed shaft detached.